Event description:
It was reported while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the device did not fully retract after removing the device and the phlebotomist was stuck with the used needle. The following information was provided by the initial reporter: " phlebotomist collected blood from patient, and retracted bd push-button ultratouch as recommended (in-vein activation.) However, the mechanism did not lock permanently after retraction, and when the phlebotomist went to dispose of the device, the tubing was bumped inadvertently, which pushed the needle back up, causing the needlestick." There was no other health impact or consequences reported. It was reported by the customer that the mechanism did not lock permanently after retraction, and when the phlebotomist went to dispose of the device, the tubing was bumped inadvertently, which pushed the needle back up, causing the needlestick. As described by the customer, phlebotomist collected blood from patient, and retracted bd push-button ultratouch as recommended (in-vein activation.) However, the mechanism did not lock permanently after retraction, and when the phlebotomist went to dispose of the device, the tubing was bumped inadvertently, which pushed the needle back up, causing the needlestick.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Medical device type: jka d2a: common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.